Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -08.50/+1.0/012 (sphere/cylinder/axis), (implanted vertically) in the patients right eye (od), on (B)(6) 2022. The lens was explanted on (B)(6) 2022 due to low vaulting. The lens was replaced with another same model/length lens (implanted tranversally) and the problem was resolved. The cause of the event was unknown.

Manufacturer narrative:
H3- device evaluation: the lens was returned in liquid in a microcentrifuge vial. Visual inspection found no visible damage. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).